Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: in the initial procedure what structures were ligated using the (B)(6), specifically how was the appendicular artery ligated? The mesentery of the appendix was then taken with the enseal device up to the level of the cecal base. The appendix was then transected off with a firing of the echelon 60 mm stapling device the area was inspected for hemostasis what vessel was found to be bleeding during procedure? The mesentery of the appendix where we took it with the enseal device was intact and not bleeding. There was a bleeding vessel off the appendiceal stump staple line. How was the bleed identified? . There was a bleeding vessel off the appendiceal stump staple line. How was the bleed addressed? All clot and blood was able to be removed laparoscopically. There was a bleeding vessel off the appendiceal stump staple line. This was controlled with 10 mm clip applier. Clips were also placed along the mesentery secondary to her xarelto. After this the abdomen was irrigated. No further bleeding was noted. Arixtra was then placed along the and appendiceal stump and the mesenteric staple line. Approx. Blood loss in ml? There is approximately 1500 ml of blood noted within the pelvis and abdomen. Why does the surgeon believe post op bleeding was due to the device? There was a bleeding vessel off the appendiceal stump staple line. Please provide a time line of events? Original surgery on 6/23, second surgery on 6/24.

Event description:
It was reported that post op to a laparoscopic appendectomy after discharge there was blood in abdomen and other complications with bleeding of vessel/near staple line where procedure was done.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the initial procedure what structures were ligated using the gst60w, specifically how was the appendicular artery ligated? What vessel was found to be bleeding during procedure? How was the bleed identified? How was the bleed addressed? Approx. Blood loss in ml? Why does the surgeon believe post op bleeding was due to the device? Please provide a time line of events? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.